Event description:
Caller reported damage to tandem charging cable, which rendered the charging supplies non-functional. There was no adverse impact to the customer¿s blood glucose level. Customer support arranged for a replacement of the damaged charging supplies to be shipped within two days.